Event description:
It was reported that the patient twisted her ankle and broke it in (B)(6) 2010. It was noted that the patient had surgery to repair her ligament in her ankle in (B)(6) 2010. It was noted that the patient stopped using her device for a while and when she tried to use it, it still worked but after a while it didn¿t work for her. It was noted that 6 months after the patient twisted her ankle and broke it, the stimulation quit working.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).